Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced eight events of infusion set bent cannula from (B)(6) 2025. The event occurred within three or more hours after insertion. The insertion site was thigh. The blood glucose level was over 400 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.